Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure device location of device/malposition of essure device location of device/malpositioned left essure coil/there is an essure iud in place with the left side component appearing malpositioned /') and pancreatitis ('pancreatitis,') in a 33-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter duodenal ulcer in 2014, cough, wheezing, acute bronchitis, ovarian cyst, right upper quadrant pain, diarrhea, heartburn, epigastric pain, post procedural bleeding, herpes simplex, seasonal allergic rhinitis, myringotomy, cesarean section and ischemic heart disease. Current weight 109 lbs (B)(6) 2018 surgical pathology report: final pathologic diagnosis a. Left fallopian tube, salpingectomy: fallopian tube with focal endometriosis. B. Right fallopian tube, salpingectomy: fallopian tube with paratubal cyst. C. Peritoneum, biopsy: endometriosis. Concurrent conditions included asthma since (B)(6) 2016, gerd since (B)(6) 2016, gestational diabetes mellitus since (B)(6) 2014, body mass index normal, headache, photophobia, nausea, dehydration, hypokalemia, irritability, sleep disorder, decreased appetite, gastric ulcer, tachycardia, drug hypersensitivity, indigestion, gallbladder polyp, frustration, unilateral renal calculus, esophagitis, gastritis, duodenitis, hemorrhoids, dysplasia, thrombocytosis, vitamin d deficiency, hyperlipidemia, leukocytosis, nicotine dependence, post-traumatic stress disorder, fibromyositis, hemorrhagic ovarian cyst, paratubal cyst, pelvic adhesions and ovarian cyst ruptured. Concomitant products included azithromycin, benzonatate, butalbital, claritin, caffeine, clarithromycin (claritin), clonazepam, codeine, colecalciferol (cholecalciferol), cyclobenzaprine, dicycloverine (dicyclomine), duloxetine, duloxetine hydrochloride (cymbalta), ergocalciferol, ibuprofen, loratadine, medroxyprogesterone, medroxyprogesterone acetate (depo provera), omeprazole, paracetamol (acetaminophen), paracetamol (tylenol), prednisone, rizatriptan benzoate (maxalt), salbutamol, salbutamol sulfate (proair hfa), sertraline, topiramate, valaciclovir hydrochloride (valtrex) and zolmitriptan (zomig). In december 2014, the patient had essure inserted. In 2014, the patient experienced gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcer"). In february 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2015, the patient experienced panic attack ("panic attacks"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), tooth disorder ("dental problems"), amnesia ("memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse).") And insomnia ("insomnia"). On (B)(6) 2015, the patient experienced abdominal pain ("extreme abdominal pain"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced pancreatitis (seriousness criterion medically significant), cholelithiasis ("gallstones"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), migraine ("migraines / headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), endometriosis ("endometriosis,"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and depression ("depression") and was found to have heart rate increased ("increased heart rate,"). The patient was treated with butalbital;caffeine;paracetamol (esgic), butalbital;caffeine;paracetamol (fioricet), celecoxib (celexa), clonazepam (klonopin), dicycloverine (dicyclomine), sumatriptan and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, heart rate increased, panic attack, mood swings, cystitis, vaginal infection, urinary tract infection, anxiety, migraine, bladder disorder, urinary tract disorder, endometriosis, dysmenorrhoea, tooth disorder, amnesia, allergy to metals, insomnia and depression outcome was unknown, the pancreatitis, gastrointestinal ulcer, cholelithiasis, female sexual dysfunction, alopecia, dyspareunia and weight decreased had resolved and the fatigue, abdominal pain and pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, cholelithiasis, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal ulcer, heart rate increased, insomnia, migraine, mood swings, pancreatitis, panic attack, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. The reporter commented: removal details: after the right fallopian tube was removed it was examined and grossly there was no essure coil noted to be in the proximal and of the fallopian tube. Attention was then turned laparoscopically to the cornu on the right side. A small incision was made with sharp dissection using endoscopic shears in order to expose the distal end of a likely mild positioned essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 1. There are 2 non-obstructing left renal calculi measuring approximately 2 mm each. 2. Significant changes of constipation. Appendix is normal. 3. Small amount of free fluid in the right adnexal region probably arising from the ruptured ovarian cyst. 4. There is an essure iud in place with the left component appearing malpositioned radiological imaging interpreted by radiologist and independently reviewed by me.. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion as per mr- impression: successful essure occlusion of the right and left fallopian tube. Ultrasound pelvis - on (B)(6) 2018: impression 1. Sonographically normal uterus, endometrium and right ovary. 3.9 cm hemorrhagic cyst left ovary. 2. Essure on the right is seen toward the uterine cornua. The essure on the left is seen toward the cornua but more proximal in the fundus than the one on the right. Cannot definitively say that one on the left is mal positioned on ultrasound study.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, depression, endometriosis, migraine, fatigue, anxiety, depression, panic attacks,¸ mood swings, weight loss, pancreatitis, back pain, gastrointestinal ulcer, insomnia, cholelithiasis, pelvic pain, dyspareunia, dysmenorrhea lot number: b93877 manufacturing date: 2013-11 expiration date: 2016-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure device location of device/malposition of essure device location of device/malpositioned left essure coil/there is an essure iud in place with the left side component appearing malpositioned') and pancreatitis ('pancreatitis,') in a (B)(6)-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter duodenal ulcer in 2014, cough, wheezing, acute bronchitis, ovarian cyst, right upper quadrant pain, diarrhea, heartburn, epigastric pain, post procedural bleeding, herpes simplex, seasonal allergic rhinitis, myringotomy, cesarean section and ischemic heart disease. Current weight (B)(6) lbs (B)(6) 2018-surgical pathology report: final pathologic diagnosis. Left fallopian tube, salpingectomy: fallopian tube with focal endometriosis. Right fallopian tube, salpingectomy: fallopian tube with paratubal cyst. Peritoneum, biopsy: endometriosis. Concurrent conditions included asthma since (B)(6) 2016, gerd since (B)(6) 2016, gestational diabetes mellitus since (B)(6) 2014, body mass index normal, headache, photophobia, nausea, dehydration, hypokalemia, irritability, sleep disorder, decreased appetite, gastric ulcer, tachycardia, drug hypersensitivity, indigestion, gallbladder polyp, frustration, unilateral renal calculus, esophagitis, gastritis, duodenitis, hemorrhoids, dysplasia, thrombocytosis, vitamin d deficiency, hyperlipidemia, leukocytosis, nicotine dependence, post-traumatic stress disorder, fibromyositis, hemorrhagic cyst, paratubal cyst, pelvic adhesions and ovarian cyst ruptured. Concomitant products included azithromycin, benzonatate, buspirone, butalbital, caffeine, clarithromycin (claritin), clonazepam, codeine, cholecalciferol (cholecalciferol), cyclobenzaprine, dicycloverin (dicyclomine), duloxetine, duloxetine hydrochloride (cymbalta), ergocalciferol, ibuprofen, loratadine, medroxyprogesterone, medroxyprogesterone acetate (depo provera), omeprazole, paracetamol (acetaminophen), paracetamol (tylenol), prednisone, rizatriptan benzoate (maxalt), salbutamol, salbutamol sulfate (proair hfa), sertraline, topiramate, valaciclovir hydrochloride (valtrex) and zolmitriptan (zomig). In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcer").in (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2015, the patient experienced panic attack ("panic attacks"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), tooth disorder ("dental problems"), amnesia ("memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse).") And insomnia ("insomnia"). On (B)(6) 2015, the patient experienced abdominal pain ("extreme abdominal pain"). On (B)(6) 2017, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced pancreatitis (seriousness criterion medically significant), cholelithiasis ("gallstones"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), migraine ("migraines / headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), endometriosis ("endometriosis,"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and depression ("depression") and was found to have heart rate increased ("increased heart rate,"). The patient was treated with butalbital; caffeine; paracetamol (esgic), butalbital; caffeine; paracetamol (fioricet), celecoxib (celexa), clonazepam (klonopin), dicycloverin (dicyclomine), sumatriptan and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, heart rate increased, panic attack, mood swings, cystitis, vaginal infection, urinary tract infection, anxiety, migraine, bladder disorder, urinary tract disorder, endometriosis, dysmenorrhoea, tooth disorder, amnesia, allergy to metals, insomnia and depression outcome was unknown, the gastrointestinal ulcer, pancreatitis, cholelithiasis, female sexual dysfunction, alopecia, dyspareunia and weight decreased had resolved and the fatigue, abdominal pain and pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, cholelithiasis, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal ulcer, heart rate increased, insomnia, migraine, mood swings, pancreatitis, panic attack, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: there are 2 non-obstructing left renal calculi measuring approximately 2 mm each. Significant changes of constipation. Appendix is normal. Small amount of free fluid in the right adnexal region probably arising from the ruptured ovarian cyst. There is an essure iud in place with the left component appearing malpositioned radiological imaging interpreted by radiologist and independently reviewed by me.. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion as per mr- impression: successful essure occlusion of the right and left fallopian tube. Ultrasound pelvis - on (B)(6) 2018: impression. Sonographically normal uterus, endometrium and right ovary. 3.9 cm hemorrhagic cyst left ovary. Essure on the right is seen toward the uterine cornua. The essure on the left is seen toward the cornua but more proximal in the fundus than the one on the right. Cannot definitively say that one on the left is mal positioned on ultrasound study. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, depression, endometriosis, migraine, fatigue, anxiety, depression, panic attacks, mood swings, weight loss, pancreatitis, back pain, gastrointestinal ulcer, insomnia, cholelithiasis, pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- lot number were added. Event injury updated to perforation (uterus). New events migration of essure device location of device/ malpositioned left essure coil, mood swings, bladder infection, vaginal infection, urinary tract infection, apareunia (inability to have sexual intercourse), anxiety, panic attacks, migraines / headaches, bladder problems, urinary problems, endometriosis, increased heart rate, dental problems, memory loss, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight loss, ulcers, pancreatitis, hair loss, gallstones, pelvic pain, extreme abdominal pain¸ insomnia, depression were added. New reporters, patient information, medical history, lab data, treatment and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.